Event description:
It was reported bd insyte¿ autoguard¿ bc pro shielded IV catheter had the needle pierce the catheter. The following information was provided by the initial reporter: "the needle of the peripheral intravenous line (piv) punctured the catheter when inserting into child's vein."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported bd insyte¿ autoguard¿ bc pro shielded IV catheter had the needle pierce the catheter. The following information was provided by the initial reporter: "the needle of the peripheral intravenous line (piv) punctured the catheter when inserting into child's vein."